Event description:
It was reported that there was an event of ventricular lead noise oversensing. The ventricular lead was capped, and a new lead was implanted on (B)(6) 2025. The patient was noted as stable.